Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all reports were unable to generate. A technical support specialist dialed into all in one (aio) and found that the report server database had bloated to 50 gigabytes (gb) for a six-station server, performed a shrink operation on the report server database server reports, reducing its size from 50 gigabyte (gb) to 9 gigabyte (gb). After the shrink, large reports that previously timed out were running in approximately 28 seconds, then sent an email requesting case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all reports in server were unable to generate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.